Event description:
It was reported that the programmer would not power on after turning on the switch. The programmer was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the power module was cracked. As a result the power module was replaced. (B)(4).